Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that there was ballooning of the silicon segment.

Manufacturer narrative:
H6: investigation summary : one sample was returned for investigation. Tubing was successfully primed. An infusion run was conducted at a rate of 125 ml/hr for 1 hour using pump dchu-0010 and pump module dchu-0014. Run was completed without any issues. No ballooning was found when opening up pump chamber. The customer complaint of an occlusion in the IV tubing and ballooning was found inside the chamber could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that there was ballooning of the silicon segment.